Event description:
It was reported that pump malfunction occurred. The customer¿s blood glucose (bg) was 600 mg/dl with ketones. Reportedly, the customer was taken to urgent care where they were given fluids and a correction injection via manual insulin therapy. Issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.